Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified below the knee artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm when inflated for 30 seconds upon first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximally 6mm proxamal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified below the knee artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm when inflated for 30 seconds upon first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after procedure.